Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded. Medwatch form received; # (B)(4).

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports the red and blue ports were switched by the md due to poor flow and did not properly reflect the arterial/venous ports. This caused the wrong tubing to be changed out by interventional radiology when poor flow continued. New tandem catheter inserted.